Event description:
Customer reported a malfunction with their pump, identified by malfunction code malf 24. There was no reported adverse impact to the customer¿s blood glucose level. The customer reverted to an alternate method of insulin therapy.